Manufacturer narrative:
Product event summary: the pscc100 pulse select catheter with lot number 0012806943 was returned and analyzed. During external visual inspection no anomalies were identified on the shaft and handle segments. During external visual inspection of the array segment, on the spiral array segment, inverted array was observed. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Electrical continuity test did not reveal any anomalies. In conclusion, the reported "no signal/noise/interference (egm)" issue was not observed/reproduced with the returned catheter. The catheter failed failed the returned product inspection due to an inverted spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, an electrical error system notice was encountered. Static was noted on the signals. The catheter interface cable was replaced, but the error and static on the signals persisted. The 10 pin connection was checked and found to be functioning properly. The catheter was then replaced, which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.